Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed infusion performed further failure investigation and identified damage to the exterior housing in addition to worn components as the cause. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of walkmed infusion that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury.

Event description:
During product evaluation, walkmed infusion observed the device to have an open state of free flow. The device was initially sent to walkmed infusion for a reported broken exterior housing.